Manufacturer narrative:
Product analysis confirmed the reported tip damage. Microscopic examination found that the distal end of the tip was deformed. It appeared that there was excess flash that had lifted at the distal end of the tip. It was, however, possible during analysis to insert a 0.014 inch guidewire without issue. The purpose of the tip is to provide an atraumatic end to the device to allow entrance for the guide wire. A poor tip formation will lead to difficulty in using the device. A review of the manufacturing records for this batch found that the device met its material, assembly, and product specifications. The root cause is that the inspection of the complaint device was not carried out as per procedure after the tip was molded. Training actions have been implemented to eliminate and mitigate against a recurrence of this event.

Event description:
It was reported that during preparation for a carotid artery stenting treatment procedure, distal catheter tip damage was noted. The device was not used. It was reported that there were no injuries or complications for the patient. This event is considered reportable based on analysis results approved august 2007 indicating manufacturing causes for tip damage.